Manufacturer narrative:
The actual device was not returned for evaluation. The serial number and product type for the hemodialysis device was not provided by the customer. The reported complaint description does not indicate that labeling is the cause of the complaint. Because the serial number is not available, fmc is unable to conduct a DHR/labeling review. Device investigation could not be performed. The clinical investigation indicates there is no information that reasonably suggest a causal relationship between the dialysis machine and the adverse event suffered by the pt. There was no reported or suspected device malfunction during the treatment. A client complaint history was completed which showed no relevant device issues prior to, or following this event. The fmc pharmacovigilance physician concludes this pt suffered altered mental status noted by her daughter after the pt's dialysis treatment. Later, in the emergency room, this pt was diagnosed with what it seems an air embolism. The part of entry, per the documentation, might have been alleged unscrewed catheter cap. There are no reports of alarms, malfunction, or together problems during the dialysis treatment. A review of the history of reported complaints from this clinic showed no reports relevant to this event, device or dates. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Fmc received notification of voluntary medwatch report number mw5026211 and a request for additional information from the FDA, in regard to a user facility of the fmc dialysis device and an adverse event reported. The event description in the FDA notification: mother got air on the brain, discovered after day at dialysis, was told no alarm went off. Mom went into coma hours later and had to be transported to another hospital for hyperbaric treatment. During a follow up phone call the pt's daughter stated: when her mother returned for dialysis, she didn't seem "right." Usually her mother is irritable but on this day, she was unusually "happy." She took her mother's blood pressure, which she didn't think was correct, and then called 911. When the medics completed their evaluation, they asked what would the next step be because the evaluation of her mother appears to be normal. The pt's daughter said she insisted her mother be transported to the hospital. In the hospital, both x-rays and CT showed "air in the brain." Shortly after the exam, the mother became comatose and was transferred to a hospital with a hyperbaric chamber for treatment. The pt remained in the hospital until (B)(6) 2010, then was transferred to a case facility where she subsequently expired from chocking on blood that was leaking into her throat from a recent trachea surgery. The pt's daughter believes the air embolism was caused by air getting into the catheter during her mother's hemodialysis treatment.